Manufacturer narrative:
Correction g.3: incorrect date of (B)(6) 2021 as submitted on initial MDR is being corrected to (B)(6) 2021. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A reporter informed that a consumer experienced burns to her eyes after using multi-purpose disinfecting solution for some contact lenses after following the directions on the of the solutions bottle the consumer placed the contact lenses on the eyes and began to experience burning. The consumer removed the contact lenses, however, the burning continued resulting in red eyes, blurred vision, temporary loss of vision in the right eye and decrease in vision in the left eye, with tearing and photophobia. The consumer sought treatment and diagnosed with a cornea burn, cornea erosion and cornel abrasion in the right eye, and keratitis in the left eye cornea. The consumer was treated with a bandage/therapeutic contact lens, pressure patch, erythromycin, proparacaine, ofloxacin and besifloxacin. The reporter informed that the consumers eyesight seems to have returned to normal. A product sample has been requested for evaluation for this event. No further information has been received.